Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer¿s blood glucose (bg) level ranged from 399-569 mg/dl. Customer delivered a bolus via the pump and administered a manual injection to address elevated bg. Customer changed the pump supplies to address the air bubble issue and resumed insulin therapy on the pump.